Manufacturer narrative:
A review of lot b352 was performed and there were no non conformances associated with this lot. No trend for complaint category drive tube leak/break at the time of investigation. Pending service order. A photo analysis was conducted for this complaint. The photos showed a leak in the drive tube. It is evident that the leak was caused by the top bearing stop delaminating from the drive tube. The delamination of the bearing stop in this scenario would have been caused by the portion of the bearing stop being unbonded to the drive tube. Therakos CAPA (B)(4) and harmac (B)(4) have been opened to investigate the trapped gases occurring during the bearing stop molding process. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer called to report drive tube leak during treatment procedure at 1100 ml whole blood processed. Customer stated upper bearing drive tube looked twisted and broken. Customer stated the bearing was still in the bearing holder. Customer aborted procedure with no return of blood or fluids. Css asked if pt was ok, customer stated yes; pt was in stable condition. Css asked if there were any alarms during prime or during the procedure, customer stated there were no alarms during prime or during the procedure. Service number (B)(4) will be dispatched as per customer request. Photos were provided for eval.